Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when the 18fr st. Jude sheath was removed, a femoral dissection was found. Two viabahn stents were used to repair the dissection from the left common iliac artery to the common femoral artery (8mm x 10cm, and 10mm x 10cm). Additional information was received that it is not known whether the sheath or the delivery catheter system (dcs) caused the dissection. The bleeding was noted after both were removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).